Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated.

Event description:
This was reported as a vessel closure using a prostyle device relative to a procedure. Reportedly, a cuff miss was observed. It is unknown how hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture retrieval issue was confirmed as posterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.